Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the serum phosphate level was as low as 1.7 (hypophosphatemia). There were no other diagnostic procedures performed. It did not result to the patient being hospitalized and the patient was not treated with an additional continuous renal replacement therapy (crrt) session. It did not have mechanical ventilation added or settings adjusted, there was no treatment with extra corporeal membrane oxygenation (ECMO) initiated or adjusted, it was not treated with blood products administration. There was no blood loss. Sodium phosphate bolus was administered. There were no other actions taken in response to the event. The patient's status at the time of the event was recovered. It was later reported that the machine was preforming as expected. The ordering prescription was what was influencing the electrolytes most. The patient is deceased and it was unrelated to the device.